Manufacturer narrative:
The insulin pump alarmed button error due to flattened dome switch at up arrow button on keypad trace. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone by customer's father that the insulin pump alarmed button error when attempting to deliver insulin. The customer's blood glucose was 356mg/dl, treated with manual injection. Advised customer the insulin pump will be replaced.